Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2402002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needle samples were assembled with an emerald 2ml syringe, and no issues were found. After assembling, liquid was aspirated, and no signs of clogging or connectivity issues were found. Based on the investigation results, it was not possible to identify any causes related to the manufacturing process for the reported issues. We would greatly appreciate the opportunity to review any samples that may become available for this incident or any potential future incidents. The needles are inspected for occlusion condition as part of routine in-process inspections after assembly. In certain circumstances the drug product can be deposited inside the cannula causing the needle to block/ occlude due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle is blocked. The following information was provided by the initial reporter: individual cannulas have been blocked.